Manufacturer narrative:
The device was serviced on-site by a field service technician. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection and power on self-test were performed. The f92 alarm was not identified; however, a blown fuse was identified during power on self-test. The fuse was replaced to resolve the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-92 alarm (checksum error of programmed delivery profile working data). There was no patient involvement. No additional information is available.